Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified blood vessel. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use in an endovascular therapy. During procedure, at 2nd inflation, the balloon ruptured at 8atm. However, it was further reported that the device was completely and simply removed without problem from the patient's body. The procedure was completed with a different device. No patient complications reported and patient was good post procedure.